Manufacturer narrative:
Implant regio 16 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant and patient related bruxism initial report was submitted to FDA 02/03/2021 however did not pass. This is re-submission including final report

Event description:
Implant fracture